Event description:
It was reported that the pt had a pump refill of 30 mls of preservative free morphine sulfate in 2009. The pt returned to the hcp on the same day with unspecified complications of overdose. The pt was hospitalized. In the next day, the pump was aspirated of much less drug than expected. There were 1-1.5 mls of drug removed from the pump. The pump was reprogrammed to minimal rate. The pt was treated with narcan for several days, but expired at about 2 days later. The coroner reported that he found a large amount of fluid surrounding the pump when he opened the pocket. The fluid tested positive for morphine. Additional info has been requested from the hcp, but was not available as of the date of this report.